Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message observed on the autopulse platform (sn (B)(4)) was reproduced during functional testing and confirmed based on the archive data review. The root cause is due to a defective load cell. The archive data was reviewed and contained a ua 7 error message on the reported event date of (B)(6) 2017. The platform was functionally tested and during power up displayed a ua 7 error message. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found no issue. After replacement of the load cell, the device was tested to full specification including the load characterization check and passed all final testing without any error observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to resolve the issue. The issue was observed during shift check, no patient was involved with this event.